Event description:
It was reported that the patient presented remotely via merlin. Net. Transmissions showed that the pacemaker exhibited atrial under-sensing. Programming changes were made. There were no patient consequences.